Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.

Event description:
It was reported that the piston rod of the infusion device was not "pushing" insulin resulting in elevated blood glucose levels requiring hospitalization. The patient was treated with injection therapy.